Event description:
It was reported that a malfunction alarm occurred on pump with malfunction code displayed as malf 0 and associated fault ID. There was no adverse impact to the customer's blood glucose level. Customer reset pump with guidance from technical support, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction occurred again.